Manufacturer narrative:
Additional information was received on january 18, 2018 providing the patient age and gender. Also provided the procedure of paroxysmal atrial fibrillation. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
On 6/28/2018, additional information was received indicating that the reported adverse event of "fatigue" which was previously reported as an issue that was ongoing and unchanged has now resolved without sequelae. (B)(4). Manufacturer's ref # (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smarttouch bidirectional navigation catheter and suffered a vascular pseudoaneurysm (requiring surgical intervention) and an arrhythmia nos. On post-procedure day 1, the patient was diagnosed with a left groin pseudoaneurysm. Interventions included surgical sclerosis. Patient required extended hospitalization as a result of the adverse event. Issue resolved without sequelae. Principal investigator assessed this event as severe, serious, not study device-related and definitely index procedure-related.